Manufacturer narrative:
No device was returned for evaluation and no radiographs could be provided confirming the alleged event. No device malfunction was alleged, the patients post activity levels or if they suffered a fall is unknown. Review of the reported event noted the patient was experiencing adjacent segment stenosis. The root cause of the identified adjacent segment stenosis appears to be the result of a continuation of pathology and related to the patients condition progression. No additional investigation can be completed. Manufacturing review: no material or lot code information was provided, and no product failure alleged or identified so a manufacturing review could not be completed. Label review: "contraindications use of the nuvasive acp system and spinal fixation surgery are contraindicated when there was recent or local active infection near or at the site of the proposed implantation. Any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited to: fever, mental illness, alcoholism or drug abuse, osteoporosis or osteopenia, neurotrophic diseases, obesity, pregnancy and foreign body sensitivity." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: heterotopic ossification at adjacent spinal levels (e.g., alod); loss of motion at adjacent spinal levels associated with adjacent-level ossification...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury...decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma, paralysis..." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The nuvasive acp system is not intended for screw attachment or fixation to the posterior elements (pedicles) of the cervical, thoracic, or lumbar spine. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Because there may be an association between adjacent-level ossification and the plate-to-disc distance following anterior cervical plate procedures, the adjacent vertebrae should be at least 14.5 mm in vertical height and the plate should be placed at least 5 mm away from the adjacent-level disc space to decrease the likelihood of adjacent-level ossification. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants..." "...proper patient selection is critical to the success of the procedure. Only patients who satisfy the criteria set forth under the indications section of this document and who do not have any of the conditions set forth under the contraindications section of this document should be considered for spinal fixation surgery using the nuvasive acp system. In addition, patients who smoke have been shown to have an increased incidence of pseudarthrosis. Based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." (B)(4).

Event description:
This event was identified during a review of the pmcf anterior cervical plating complications study that noted a patient underwent a anterior cervical discectomy fusion (acdf) procedure on (B)(6) 2024 at c4/7 and the same day it was reported the patient had eat-10 score of 20 which is classified as dysphagia per protocol and later resolved (B)(6). On (B)(6) 2024 follow up the patient reported weakness to shoulder shrug and right side neck pain. That was identified as a progression of stenosis at c3/4 and a revision was scheduled. On (B)(6) 2024 a revision took place including a acdf at c3/4 and fixation plate replaced with no reported issues.